Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that pair 0/3 had an impedance issue. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the impedance issue remains unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the rep checked the implantable neurostimulator (ins) and pair 0/3 had an impedance issue. It was unknown if the impedances were high or low. The hospital asked the rep to turn off the patient¿s battery and check for impedance so that they could perform an MRI. The patient was an inpatient for other reasons, not related to their device, and was not responsive. The cause of the impedance issue was not determined. No troubleshooting or interventions related to the impedance issue were performed. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.